Event description:
During follow-up, an increase in threshold and loss of capture was observed on the right ventricular channel. The lead was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages that are consistent with procedural damages.